Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. Another blood glucose level was 139 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer stated that the symptoms related to low blood glucose such seizure. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer did allege insulin pump was over delivering. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The health effect - impact code component codes, type of investigation, investigation findings, investigation conclusion that were provided with the initial report were incomplete. The complete information has been included with this report in h6 section. The concomitants information provided in the initial report was incorrect, the correct information has been included with this report in d10 section.

Event description:
Customer was explained that total of 38.4 units of insulin was delivered via bolus in a matter of 3 hours that caused them to go low. Customer stated that a 10 units of bolus was not delivered because the blood glucose level was not lowering down so they then delivered another 10 units after replacing the infusion set. Customer stated that the insulin type and concentration were not correct based on healthcare professional guidance. Customer stated that same amount of insulin was present in reservoir as shown on status. Customer was able to upload to carelink at that time and the upload to carelink was successful. Customer checked carelink report and it appeard that a large amount of bolus was delivered in midnight and showed 27.3 units on carelink report but checked bolus setting and the maximum was just 15 units.